Manufacturer narrative:
Pt claims initial fit was not accurate or comfortable. This could have been communicated with the fitting physician and may have precluded any additional injury or problem. Ed at sps clinic examined the brace on the pt's leg and thought there was too much gapping above the condyle pads but was not sure that would have caused the injury. Ed submitted new measurement's to us along with the brace and we refit the brace to the new measurements.

Event description:
Pt is a motorcross rider and had an injury while wearing the brace riding. He fractured his leg and injured his patella.